Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy that the hydros robotic system generated the error codes "e206 - motorpack error" and "e254 - motorpack error". Despite troubleshooting attempts, the issues persisted. The reported event resulted in the procedure being aborted while the patient was under anesthesia. There were no adverse health consequences for the patient as a result of this event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The treatment log files were reviewed and found that both e206 and e254 errors occurred; confirming the reported failure. During functional testing, an e206 error was triggered which could not be cleared. It was found that the high-pressure hose contributed to the reported failure. The root cause was determined to be a component failure. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hh1000/lot number 25c05468 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual, um0401-00 rev c states the following: 17.2 system detected errors in table 5 error messages for e206, e254. System alert 1. Release foot pedal. 2. Click ok to clear alert. 3. If alert persists, check status panel. 4. Reconnect or replace component if needed; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.